Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The user can properly detect the reported event by handling the device according to the description about the elevator wire in the instruction manual. In addition, the user can reduce the occurrence of the reported event by properly reprocessing the forceps elevator and properly attaching the distal cover, according to the instruction manual. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based on the following information, the elevator wire may have broken due to fatigue failure caused by repeated forceps elevator operations. After that, the elevator wire may have risen due to repeated attachment / detachment of the distal cover and brushing around the forceps elevator. According to the device inspection result, the elevator wire was broken near the forceps elevator and was raised. According to the instruction manual, the user can reduce the occurrence of the reported event by properly reprocessing the forceps elevator and installing the distal cover properly. According to CAPA aizu-150-01, the wire is cut due to fatigue failure caused by repeated operation of the forceps elevator, and the elevator wire frays and rises due to repeated brushing around the forceps elevator and attachment / detachment of the distal cover. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center in southend for evaluation. Olympus repair center inspected the device and confirmed the following: the reported phenomenon was confirmed. The bending section rubber was stretched. The elevator wire frayed and was partially detached from the forceps elevator of the distal end. Only two elevator wires remained in place. One elevator wire protruded from the distal end, perpendicular to the forceps elevator. The device was last received by olympus service on (B)(6) 2020 and was repaired due to a forceps elevator failure. The reported event may have been caused by excessive physical stress during use. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, it was found that the some of the wires that composes the forceps elevator wire were frayed and that some of the frayed wire was raised. The user replaced the device to another device and completed the intended procedure. There was no report of patient injury associated with the event because the device was not used for the patient.